Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was detached off during use. As the tissue pad was retrieved, no pieces were left inside the patient. No error code was displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.